Event description:
It was reported the patient presented with shortness of breath and discomfort. A possible pericardial effusion due to suspected perforation from the leads was noted by x-ray. Physician was not certain what lead had perforated, so both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.